Event description:
The customer alleged that she received a control test result of 200 mg/dl using her contour meter. She performed control tests while troubleshooting and received results of 202 and 170 mg/dl. The normal control range was 108-149 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.